Event description:
Caller reported that a malfunction occurred on the pump, and it was indicated that no notable events took place before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.